Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was over 394 mg/dl, current blood glucose is 445 mg/dl. The customer treated their high blood glucose level with insulin pump. It also stated that drive support cap was normal. The customer did not experienced any symptoms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing.